Event description:
Femoral hip head component 85-3834 and bipolar head liner component 85-8206, subject of medwatch mfg report #1219655-1997-00057 and the same co's control number 97r00537, were revised due to disassociation of the liner component from the femoral hip head component. No other details are available.

Manufacturer narrative:
The returned device was dimensionally inspected and the dimensions which control the engagment of the locking lip were found to meet specification requirements. The manufacturing batch history records were reviewed and found to be in compliance. Unable to detemine reason for disassociation. No further investigation is planned. This event was reported to the FDA by jjpi on march 25, 1997, prior to receipt of the user facility. User facility report 62441-1011100 identifies femoral head 60727, liner 57194, shell 57775, and stem 57245. The femoral head is the subject of this mfg medwatch report 1219655-1997-00058. The liner is the subject of mfg medwatch report 1219655-1997-00057. The shell and stem devices did not contribute to this event and are not being filed as MDR's. Additionally, numbers identified by the user facility are lot codes and are not catalog numbers.